Event description:
A hospital in (B)(6) reported that the bc191 flexitrunk infant nasal tubing was 'twisted'. No patient consequence was reported.

Manufacturer narrative:
(B)(4). Method: the complaint bc191 nasal tubing was received at fisher & paykel healthcare (B)(4) and was visually inspected. Results: the visual inspection revealed that the pvc tube was curved slightly towards the left when compared to a production sample of the bc191. A lot check could not be performed as no lot number was provided. Conclusion: the bc191 is a single use nasal tube that is 70mm in length. The tubing is firm and should be straight, with no curvature. We were unable to determine what had caused the tubing to become curved. Our user instructions state: do not use if product or packaging is damaged.